Event description:
A us dist returned an electrode belt indicating that the ECG electrodes were non-functional.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As rec'd, the belt distribution node was opened, the front therapy electrode enclosure cover was removed, and ECG electrodes a and b were opened and removed. The cause of the non-functional ECG electrodes is the opened and removed components. The root cause of the opened and removed components is physical abuse. No adverse event resulted from the opened and removed components.